Event description:
A customer from (B)(6) notified biomerieux of a misidentification of a candida tropicalis cap survey strain when testing with vitek yst ID test kit (ref. (B)(4), lot 2430432203). Vitek obtained an identification of candida parapsilosis. There is no indication from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the survey strain. A biomerieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: a customer in (B)(6) obtained an incorrect identification when testing cap survey isolate f-17 2017 on vitek® 2 yst cards. The expected identification is candida tropicalis, but the customer obtained identifications of either candida glabrata or candida parapsilosis when testing on two (2) different lots of yst cards. Since the customer did not submit the strain, the internal cap f-17 organism was subbed, and testing included two (2) cards from each of the customer yst card lots and two (2) cards from a random yst card lot. Api 20 c aux was also performed. On all cards tested, a low discrimination call of c. Famata / c. Tropicalis was obtained. Api 20 c aux gave a good identification (95.8%) of c. Tropicalis. Since c. Tropicalis is part of the low discrimination call, the correct identification was given by the cards and no further action is necessary. A comparison of customer card reaction results for c. Glabrata against expected reaction results for c. Tropicalis showed seven (7) atypical negative reactions (imlta, saca, aglu, dxlya, cita, 2kga, naga) that led to the incorrect call. A comparison of customer card reaction results for c. Parapsilosis against expected reaction results for c. Tropicalis showed 1 atypical positive reaction (tyra) and three (3) atypical negative reactions (imlta, naga, dgnta) that led to the incorrect call. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Cards are performing as expected and no further action is necessary.